Event description:
A report was received that the patient was experiencing discomfort around the battery site. The patient was treated with topical patches and injections. The patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort around the battery site. The patient was treated with topical patches and injections. The patient was doing well.